Event description:
Pt reported "collapsing," after which his blood glucose measured 118 mg/dl, on the suspect device. Pt indicated that due to the result, and the fact that he has a heart condition, no treatment was immediately administered for blood glucose. Pt was reportedly given 3 nitroglycerin pills, 325 mg of aspirin, and emergency medical services were contacted on his behalf. Pt stated that upon paramedics' arrival (5 minutes later) his blood glucose measured 20 mg/dl (on emt's device). Pt was transported, by paramedics, to the hosp. Pt stated that when he awoke he was receiving an intravenous glucose solution, as well as "4 others." No additional details of pt's diagnosis or treatment were provided. Pt's current condition: "doing fine." At the time of the event, pt was testing with expired strips. Quality control testing had not been performed on the device. Technical support requested the return of the suspect product and replacement product was shipped.